Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
(B)(4). In (B)(6) 2008, an angio-seal device was deployed following a percutaneous coronary intervention (pci) approached from a right femoral artery. The following day, the pt developed a fever and acute inflammatory response. Two days later, the pt experienced pain, and swelling was noted in at the right groin. A CT revealed a 30mm pseudoaneurysm in the right femoral artery. Eleven days later, the pt underwent surgery which revealed a hematoma and swelling of the lymphatic node. The hematoma and lymphatic node were removed and the vessel was sutured. The surgically-resected lymphatic node became inflamed due to an infection that was pathologically confirmed. Twelve days after surgery, the pt was listed as stable and was discharged from the hospital.